Event description:
During investigation of a complaint, merit discovered that there may be holes in the packages of a number of devices in this lot of coronary control syringes, thereby rendering the devices non-sterile. A recall was initiated. There have been no reports of adverse health effects associated with this retrieval.

Manufacturer narrative:
Device evaluation- other: device evaluation in process, but not yet complete. Conclusions- other: the investigation is ongoing and not yet complete. All subsequent investigation results will be submitted to the FDA in accordance with statutory produce retrieval reporting requirements.